Event description:
As reported by the edwards lifesciences japanese affiliate, a patient received an evoque valve in tricuspid position where the index procedure was uneventful and the valve was implanted in the intended position. Approximately one year and 7 months after the index procedure, the patient was admitted to the hospital for treatment of pneumonia. Additionally, as there was an increased bnp observed, treatment for the worsening heart failure was required under hospitalization. Antibiotics and diuretics started to be transfused. Four days later, the patient continued to complain of dyspnea on exertion. Cardiac echo examination demonstrated tricuspid valve insufficiency and an increased mean pressure gradient at 4.1mmhg. Valve thrombosis was suspected. The following day, an angiographic computed tomography examination indicated possible valve thrombosis. The same examination showed suspicious thrombus in the right atrium, which was later confirmed with echo. Oral anticoagulant was switched from edoxaban to warfarin and intravenous heparin was given concomitantly, which led to a prolongation of the hospital stay.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, and h11.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for leaflet thickened, thrombus formation (device) - post procedure was confirmed with empirical evidence from the principal investigator. The reported adverse event does not allege or indicate any edwards device deficiencies. Patient's cardiac echo examination demonstrated tricuspid valve insufficiency and increased mean pressure gradient at 4.1mmhg. The patient was reported to have been hospitalized due to pneumonia and worsening heart failure; however, it is unable to be determined if these factors caused or were caused by the reported event of thrombus formation as these conditions have overlapping symptoms. No imaging or device returned for investigation. A definitive root cause is unable to be determined. Based on extensive complaint investigations, these events of leaflet thickened complaints and/or thrombus formation (device) post procedure are likely related to patient factors (e.g. Anticoagulant regiment, underlying coagulopathy), procedural factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The evoque IFU provides adequate instruction on device usage and valve placement. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
As reported by the edwards lifesciences japanese affiliate, a patient received an evoque valve in tricuspid position where the index procedure was uneventful and the valve was implanted in the intended position. One year and a half post procedure, the patient was hospitalized due to pneumonia and worsening heart failure probably led by the pneumonia. The follow-up echocardiography during the hospitalization demonstrated an increase of trans-valvular gradient (tricuspid bioprosthetic valve). Contrast computed tomography (CT) scan was performed and valve thrombosis was suspected. Oral anticoagulant was switched from edoxaban to warfarin and intravenous heparin was given concomitantly, which led to a prolongation of the hospital stay.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.